Event description:
On (B)(6) 2022, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced discomfort at the stoma site. Upon inspection, the peg did not move in and out at all. There seemed to be hypergranulation and a slightly unpleasant smell from the area. The caregiver reported the patient hadn't moved her peg tube in six months. A doctor's appointment was scheduled to determine if a peg replacement was needed. On an unreported date, a buried bumper rescue attempt failed and surgery was scheduled.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper syndrome if any further relevant information is identified or obtained, a supplemental medwatch will be filed.